Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable extension set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the extension set line and the patient line of the homechoice cassette, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during unknown process step of peritoneal dialysis therapy. During the troubleshooting, it was reported that the patient line extension disconnected from the patient line that led to this alarm. It was further reported that the disconnection resulted in a leak. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.